Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and high impedance issue was observed on the rv lead. It is unknown if the patient experienced any symptoms due to the high capture threshold and high lead impedance issue prior to the procedure. Lead was capped on (B)(6) 2018 and a new lead was implanted. There were no complications during the procedure and the patient will continue to be followed up with routine monitoring.